Manufacturer narrative:
Product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Got cheek stuck [mouth injury] head became completely detached, got cheek stuck between the 2 parts - oral-b power oral care refills precision clean [injury associated with device] head became completely detached - oral-b precision clean refills [device breakage] head became increasingly loose - oral-b power oral care refills precision clean [device physical property issue] product counterfeit [product counterfeit]. Consumer called stating the head of the brush head became completely detached during brushing; it became increasingly loose. No serious injury was reported.

Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Got cheek stuck [mouth injury], head became completely detached, got cheek stuck between the 2 parts - oral-b power oral care refills precision clean [injury associated with device], head became completely detached - oral-b precision clean refills [device breakage], head became increasingly loose - oral-b power oral care refills precision clean [device physical property issue]. Case description: consumer called stating the head of the brush head became completely detached during brushing; it became increasingly loose. No serious injury was reported.